Manufacturer narrative:
A sample was not returned for analysis. Two lot numbers were provided; however, the exact lot number used was unknown. The patient's medical history includes issues with surgical glue or dermabond® (possible allergy). The exact root cause could not be determined, but a potential root cause is patient skin sensitivity. Solventum will continue to monitor.

Event description:
An inpatient with an ostomy and fistula experienced allergic symptoms of a skin rash with itchiness within 12-24 hours after application of 3m¿ cavilon¿ advanced skin protectant on skin covered by product and beyond. The skin protectant was applied once by a health professional; the skin was cleansed prior to application; vashe® wound solution and medline bath wipes were used. The skin protectant was applied under a pouching system when the rash erupted. The pouching system was removed, the skin area was cleansed, and no skin protectant was applied, after which the itchiness resolved and the rash was resolving. Triamcinolone cream was applied for the rash. The rash is ongoing but improving. Condition of the skin before 3m¿ cavilon¿ advanced skin protectant was applied was described as denuded with no rash.